Event description:
Upon changing of i.v. Fluid bag a material from the port "core" identified floating in the fluid by the anesthesiologist. The dr states that he discovered the same type of material in a bag of lr last week but forgot to report the event or sequester the i.v. Bag. ====================== manufacturer response for lactated ringer injection usp, lactated ringer injection usp (per site reporter) ====================== called the b.braun rep. She stated for us to call clinical tech support to get a shipping label to return device.